Event description:
Reportedly, the device was being used to monitor a pt and the displayed ECG signal form leads I and iii allegedly became so noisy that the device operator was unable to make a diagnosis of the pt's ECG rhythm. The pt's outcome and details were not reported.